Event description:
An unk size endeavor mx2 drug-eluting coronary stent was successfully implanted into a patient for the treatment of an unk lesion. The lesion morphology is unk. It was reported that the inner pouch that is identified as having a non-sterile exterior with contents that are sterile; was placed in the sterile field and was opened by the scrub tech. The endeavor drug-eluting stent was inserted into the pt and was successfully implanted at the lesion site. It was reported and found after the case that the non-sterile pouch was put in the sterile field. No add'l clinical sequelae were reported and the pt was put on antibiotics; is doing well and will be monitored by the physician.

Manufacturer narrative:
Medical intervention.